Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Attempts to obtain additional information from the customer regarding the event were unsuccessful. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the image sensor unit was damaged by physical stress to insertion section, or movement of cable was disturbed by dents at insertion section which caused the image to disappear. The event can be prevented by following the instructions for use which state: important information ¿ please read before use "precaution for disappeared or frozen endoscopic image; warning follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result." 3.6 inspection of the endoscopic system: "inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities." Chapter 5 troubleshooting: "if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the scope shows no picture with use of evis exera iii bronchovideoscope. The malfunction was found during the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, when the scope is angulated the image goes out. The following were also noted: hole on the light guide tube resulting in leaking, and a dent on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.